Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins). It was reported that a month or two after the ins was implant, the ins stopped working and the patient couldn¿t feel stimulation. It was reported that the patient didn¿t have the ins removed because the surgery was very painful for them. It was reported that the ins was dead and not charged up. No further complications are anticipated.